Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failing, when loading, door opens clicks and then the screen goes to the main screen before they are able to input the amount. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 was failed. A field service engineer found auxiliary tower door 4 failing during testing with double click and failure. Replaced all latches with new style single microswitch. Tested doors using test software. Failed all doors and had customer recover and test. All tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failing, when loading, door opens clicks and then the screen goes to the main screen before they are able to input the amount. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.